Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device passed the delivery accuracy test at 0.08595 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced low and high blood glucose. Blood glucose reading was 45 mg/dl. The customer stated that she delivered a bolus with the insulin pump because she had high blood glucose but the blood glucose increased. Customer stated that she injected some insulin without using the insulin pump. Customer stated that insulin pump did not work initially then customer performed self test and everything works. The insulin pump will be returned for analysis.